Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the hematuria and ischemia could not be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The pump was confirmed to be in proper position. After the pump was explanted, the patient lost pulses in the right lower extremity. Contralateral access was obtained and a blockage was observed at the arterial site. A balloon was used to open the artery and a stent was placed to achieve distal perfusion. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.